Event description:
Pt was revised to address tibial loosening. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
The products were not returned for examination. A search of the complaint database did not show any other reports against the lot codes. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.